Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "painful nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects linked to this procedure, which can either be immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure or both, occurring after the injection. These reactions may last for a week. Indurations or nodules at the injection site.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm ultra plus¿ xc in the malar area and upper lip. ¿2 months later, the patient experienced painful nodules at the injection sites.¿ patient was treated with 500 mg of ciprofloxacin every 12 hours for 14 days and 150 mg of biprofenid for 7 days; both were oral medications. Symptoms resolved approximately 3 months post injection. Patient has a history of ¿in situ melanoma on the back.¿